Event description:
The facility's biomed reported a flow rate changed during pt use. Reportedly, the pump was infusing intralipids at 1ml/hr the entire day. The nurse was utilizing the pump's neonatal personality settings. At 18:00, the nurse noticed that the rate had changed by itself to 9ml/hr, and the pump had defaulted back to permanent personality settings. The pump was taken out of service at this point and was reported to be plugged in at the time of incident. No pt injury or medical intervention was reported. Although attempts were made by baxter, details were unknown regarding what channel the pump infusing on, other medications infusing, and pt demographics. Additional contact information was requested, but not provided.